Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported that the laser is not working. Additional information is not expected.

Manufacturer narrative:
The printed circuit board (pcb) probe detector was received and a visual assessment of the returned sample revealed no obvious nonconformity. The pcb was installed into a calibrated embedded laser, then installed into a calibrated system for functional testing. The laser module booted-up with no system messages. When an endoprobe was connected to both port 1 and port 2 the system recognized a fiber was present and recognized the rfid signal from the rfid tag. This was repeated for a lio fiber, and again the system was found to meet specifications. The customer¿s system was found to be nonconforming and the company service representative replaced both the rfid pcb and the probe detection pcb. The probe detection pcb testing found the probe detections pcb to meet specifications, the rfid pcb is therefore the nonconforming component. The root cause of the reported event can be attributed to a nonconforming rfid pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed (as the second port displayed issues). Two printed circuit board (pcb) components were replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb¿s. However, how or when these components became nonconforming cannot be determined conclusively. (B)(4).